Event description:
Customer reported that she was hospitalized on five different occasions within the last four months. Customer reported that she can only use her legs as a site to insert sets. Customer also reported that with almost every infusion set, insulin would not go in and leak out of site. Dr has instructed her to resume injection as her body is not absorbing insulin.